Event description:
It was reported that during a knee procedure using a paragon t2 icw wand, the wand allegedly left a blue dot on the knee cartilage. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.